Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a low output. It was noted a low r-wave amplitude of 0.875 mv was noted on (B)(6) 2016.

Event description:
It was reported that the patient presented to the clinic and loss of capture with the right ventricular (rv) lead and left ventricular (lv) lead were observed at maximum outputs. It was noted there had been a drop in the p-wave in the last eight months and the values of the r-waves were lower than recommended. It was noted the patient had underwent an aortic valve repair eight months prior and the possibility of rv and lv lead micro-dislodgement was suspected. The physician performed an ep study for the patient and confirmed that the heart muscle was not responsive to pacing. The patient is currently on a left ventricular assist device (lvad) and awaiting a heart transplant. At this time, the rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.